Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp that a gold probe hemostasis catheter was used during a colonoscopy procedure. According to the complainant, the gold probe hemostasis catheter would not heat up even after increasing the generator's power setting. The procedure was completed by using another gold probe hemostasis catheter. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.